Manufacturer narrative:
A3: patient gender was requested but not provided. A4; patient weight was unknown. Patient information was requested but not provided manufacturer's investigation conclusion: multiple attempts were made to obtain additional information regarding the reported event; however, no further information was provided by the customer. The device was not returned for evaluation. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instruction for use (IFU) is currently available. Although no device related issues were reported by the account, the IFU lists adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: it was reported that the patient received a heart transplant. No device related issues were reported. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6). No product available for investigation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas IFU is currently available. Although no device related issues were reported by the account, the IFU lists adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was not transplanted and is currently still on support.

Manufacturer narrative:
This MDR is part of abbott's patient outcome update project. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported through the patient outcome that the patient underwent heart transplantation. Whether the outcome was device or therapy related was not provided.